Event description:
It was reported that a core wire detachment occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 31mm watchman flx pro laa closure device & delivery system (wds) was selected for use. The wds was opened and prepped by an experienced scrub staff and implanting physician. The wds behaved appropriately during prep by moving back with the core wire to break the seal and readvancing to line up the distal puck with the distal marker band. The distal puck was a tad further than the marker band and the device was successfully pulled back slightly. The device was de-aired according to usual practice with a 50ml saline syringe on the back sterile table, taken up to sterile field to be connected to the manifold and advanced with wet-to-wet connection. The physician advanced the wds and unsheathed to flex ball. The wds was deployed as usual, but as soon as the full closure device was deployed, it detached from the core wire. The initial position was acceptable, compression 30-40% and sealed. There were no manipulations of the core wire according to the scrub staff and the implanting physician. The was sheath was kept close to the face of the closure device in case of embolization. The closure device was monitored for 15 minutes by fluoroscopy imaging and transesophageal echocardiography (tee). As the closure device expanded, to face and shoulders, it did shift slightly more proximal than initial location. The closure device was continuously evaluated while being monitored on imaging. Once the closure device shape and size remained stable for longer than 5 minutes, the position continued to be acceptable, tug test was impossible to perform, compression was 19-29%, and the appendage was fully sealed as confirmed by color on tee as well as two (2) contrast injections. Final picture was taken in ap (anterior-posterior) fluoroscopy view for later comparison. The decision was made to leave the closure device in place and admit the patient to the hospital overnight for monitoring. A repeat chest x-ray was completed later in the day that confirmed the device continued to be in the same position. There were no patient complications, and the patient was discharged on (B)(6) 2024.

Manufacturer narrative:
Device evaluated by MFR.: a watchman flx pro delivery system (wds) was returned for device analysis. The device was visually and microscopically examined. Visual inspection found numerous kinks in the sheath. Microscope inspection found tip damage as the tri-cuts were flared, the distal marker band was kinked, and there were abrasions within the sheath tip. Product analysis could not confirm the reported event as clinical circumstances could not be replicated. The observed damage was attributed to procedural factors as the most likely cause of the damage is due to the forces that are put upon the device during insertion, advancing, and manipulation.

Event description:
It was reported that a core wire detachment occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 31 mm watchman flx pro laa closure device & delivery system (wds) was selected for use. The wds was opened and prepped by an experienced scrub staff and implanting physician. The wds behaved appropriately during prep by moving back with the core wire to break the seal and readvancing to line up the distal puck with the distal marker band. The distal puck was a tad further than the marker band and the device was successfully pulled back slightly. The device was de-aired according to usual practice with a 50 ml saline syringe on the back sterile table, taken up to sterile field to be connected to the manifold and advanced with wet-to-wet connection. The physician advanced the wds and unsheathed to flex ball. The wds was deployed as usual, but as soon as the full closure device was deployed, it detached from the core wire. The initial position was acceptable, compression 30-40% and sealed. There were no manipulations of the core wire according to the scrub staff and the implanting physician. The was sheath was kept close to the face of the closure device in case of embolization. The closure device was monitored for 15 minutes by fluoroscopy imaging and transesophageal echocardiography (tee). As the closure device expanded, to face and shoulders, it did shift slightly more proximal than initial location. The closure device was continuously evaluated while being monitored on imaging. Once the closure device shape and size remained stable for longer than 5 minutes, the position continued to be acceptable, tug test was impossible to perform, compression was 19-29%, and the appendage was fully sealed as confirmed by color on tee as well as two (2) contrast injections. Final picture was taken in ap (anterior-posterior) fluoroscopy view for later comparison. The decision was made to leave the closure device in place and admit the patient to the hospital overnight for monitoring. A repeat chest x-ray was completed later in the day that confirmed the device continued to be in the same position. There were no patient complications, and the patient was discharged on (B)(6) 2024.